Event description:
It was reported the subject device exhibited the water filter had not been replaced for one year. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, g2, h6 corrected fields: e2 - from n to y e3 - from n/a to nurse h6 (component code) - from processor to imager the device was not returned to olympus for inspection however, the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. The event is detectable/preventable by handling the device in accordance with the following IFU: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.